Event description:
During an incident in 2002 involving a pt in cardiac arrest who was undergoing bystanded CPR when the crew arrived, this unit shocked the pt twice and then shut down during its 3rd shock. The crew installed a spare battery but the unit did not operate. Another crew arrived and assumed pt care. The pt was pronounced. Bystanders report the pt said he was dizzy and then fell to the ground. A crew member said "... Pt was given 2 shocks then battery died. When battery was replaced by spare battery it also was dead." The crew states the unit was checked that morning and had 2 fresh batteries.